Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00568, 1627487-2020-00569, 1627487-2020-00570. It was reported that patient experienced ineffective stimulation. Diagnostics revealed low impedances on multiple contacts. X-rays indicated both extensions are severely twisted from ipg flipping aground. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received that patient underwent surgical intervention where in the extensions were explanted and replaced, and ipg pocket mess was added, resolving the issue.